Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Performed the back to back blood test: 335mg/dl and 388mg/dl. Expected blood glucose range is usually 70mg/ dl-100mg/dl. Reviewed the last 5 blood results in the meter memory: lo on (B)(6) 2014 at 12:47 pm. Lo on (B)(6) 2014 at 07:11 am. Lo on (B)(6) 2014 at 12:53 am. Lo on (B)(6) 2014 at 07:10 am. 444mg/dl on (B)(6) 2014 at 11:03 pm. No adverse event reported.